Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon leaked. There were no complications to the patient and the physician completed the procedure with another uromax balloon. All other information is unknown. Attempts to obtain additional information have been unsuccessful.

Event description:
The patient age was reported to be over 18 years. It was reported that the problem occurred during preparation for the procedure. The balloon leaked on the first attempt to inflate. The pressure that the balloon inflated to when it leaked is unknown.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure.according to the complainant, the balloon leaked. There were no complications to the patient and the physician completed the procedure with another uromax balloon. All other information is unknown.attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon material deflated. A visual and tactile examination of catheter shaft revealed no defects. A functional examination of the balloon failed due to a leak at the proximal transition zone. Microscopic examination noted that the balloon material was torn around the proximal balloon sleeve. No other defects were noted to the device. Handling damage contributed to this event.